Event description:
The patient reported that she has not received adequate pain relief. The physician found that the catheter was dislodged from the spine. The catheter was replaced. The patient outcome and drug contained in the patient's pump are unknown. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.